Manufacturer narrative:
Motor cable is torn exposed wiring and the motor runs really slow, (rmo3), main board female connector not holding the cable in properly, corrosion type stuff on inside of the connector (rpc3). Battery failed the charging cycle testing.

Manufacturer narrative:
Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that an e3 motor failed to properly auto-reverse, possibly resulting in two file separations; no injury resulted.